Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the infusion set cannulas are not sticking. Caller stated patient woke up with elevated blood glucose levels due to disconnection from his site; exact reading was not provided. Caller reported patient has been vomiting but no outside medical assistance was required. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.